Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r40l8z, and no non-conformances were identified. Additional information was requested, and the following was obtained: it was reported that the procedure was prolonged 2 hours. Was there any patient consequence as a result of the procedure being prolonged? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. What is the current status of the patient? The patient was discharged.

Event description:
It was reported that during an unknown procedure, there was no closure of the clamps. The line of cut was open. The surgery was delayed by 2-hours. Another device was used to successfully complete the case. There were no patient consequences.